Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. It was recently reported that on an unknown date the patient had a left common iliac artery occlusion. A femoral-femoral bypass was performed at another site to treat the occlusion. Currently, there is disease progression in the aortic neck, which is conical, moderately to severe angulated and 1 cm in length. The patient's aorta was 9 cm from the renal arteries to the flow divider. A 6.5 cm migration with an endoleak was identified. Three days after the migration and endoleak were noted, two aneurx devices and one endurant device were successfully implanted. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion); (unknown cause of event). Evaluation, conclusions: (unknown cause of event).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report.